Manufacturer narrative:
Outer insulation damage was noted at 33.3-34.4 cm from the distal tip consistent with clavicle crush damage. This is consistent with the observation from the field of noise, clavicle crush, lead fracture and insulation breach.

Event description:
Related manufacturer reference number: 2017865-2021-11938 it was reported that the patient presented in clinic. The patient was admitted in the hospital due to an observed pause on the event monitor. Device interrogation revealed noise on the right ventricular and atrial lead that caused inhibition of pacing. Chest x-ray revealed insulation breaches on both leads due to clavicle crush. The placement of leads was very medial and caused the clavicle crush. The right ventricular lead was fractured. The leads were explanted and replaced. The patient was discharged post procedure.